Event description:
While nurse was priming the y-type blood set using normal saline, she noticed the solution was leaking out of one of the two short tubings just above the drip chamber. She changed the tubing and there was no problem with the new set. This was not used on the patient.